Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) found a leak in the center pad of the blood sampling valve (bsv). The fse realigned the bsv pads to resolve the issue. No further leaking was observed after the realignment. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear fluid leak from the coulter lh500 hematology analyzer during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.